Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant captivia stent graft was implanted in a patient for the endovascular treatment of a 60mm diameter thoracic aortic aneurysm. It was reported that the blood vessel expanded at the distal end of the stent graft that was previously implanted, and the aneurysm ruptured due to a distal type ib endoleak. A 46/46/200 valiant stent graft was implanted and the endoleak was resolved after the rupture site was sealed. The procedure was completed successfully. Per the physician the cause of the event was anatomy related (expansion of the blood vessel). No additional clinical sequelae were reported and the patient is fine.